Manufacturer narrative:
The insulin pump received with button error alarm and intermittent express bolus button response due to corroded keypad traces. The insulin pump received with normal operating currents. The insulin pump was monitored and no unexpected failed battery test alarms occurred during testing. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm during a set change. Customer also reported a failed battery test alarm occurring after the battery was replaced. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.